Manufacturer narrative:
(B)(4). Batch # = m92x80. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2016. Information was not provided by the contact. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: can you clarify what is meant by " the applier was not closing correctly."? Were the jaws of the device not closing correctly? Were the jaws noted to be misaligned? Or were the clips not closing correctly?

Event description:
It was reported that during a laparoscopic left hernia repair the clip applier was hard to fire and cross clamped the clip onto the tissue. The applier was not closing correctly. No other information was available. The procedure was completed using a like device. There was no patient consequence reported.